Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was not in clinical use at the time of the event. The philips remote service engineer (rse) examined the system remotely and confirmed that the flexvision monitor was unable to display. The rse analysed the logfile and found that the flexvision pc lost connection with the flexvision monitor. The philips field service engineer (fse) visited onsite and inspected board software and reinstalled all flexvision board software, but issue persisted. Upon further investigation, the fse determined that the monitor was not populating philips splash screen on boot up which indicates a bad monitor and required a replacement. To resolve the reported issue, the fse replaced the flex vision monitor. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's flexvision monitor was unable to display. No harm to the patient or user was reported. Philips has started an investigation of this complaint.